Event description:
Manufacturer recieved device tracking info indicating that pt underwent vns therapy system replacement surgery due to lead discontinuity. Both the lead and generator were replaced. Further follow-up revealed that lead discontinuity was suspected because device diagnostic testing at office visit prior to replacement surgery resulted in high lead impedance reading (dc-dc code 7 and limit). The patient did not suffer any recent injury or trauma that may have damaged the ncp system nor did the patient manipulate the device through the skin. No adverse event was reported in conjunction with the high lead impedance condition.

Event description:
The lead was analyzed. Product analysis summary; the lead discontinuity condition was verified in analysis. Inspection of the lead assembly showed two breaks on the coils. The appearance of one of the broken coils is characteristic of a stress-induced fracture. The fracture surfaces did not show any pitting or electro-plating conditions. However, it is unk whether energy was flowing through out the coil at the exact time of fracture. Due to mechanical distortion the fracture mechanism of the other coil could not be ascertained. The condition of the remaining returned portions of the lead is consistent with conditions that typically exist following an explant procedure. The concomitant device (pulse generator) was also analyzed. Product analysis summary: no electrical or visual anomalies were identified that could adversely affect device performance. The generator is operating within limits; meeting the MFR's final electrical test specifications. The reported high impedance was due to a lead break. The cause of the lead break is unk. Possible causes include: 1) mechanical failure; 2) implant technique (use of suture; no strain relief); 3) twisting of the lead; 4) violent seizure; or 5) physical injury/accident.